Event description:
It was reported that an external blood leak was observed from the connection between the dialyzer and return line of a prismaflex m150. This occurred during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the device in use during therapy. The reported leakage was not observed. There was no visible specific defect on the impacted set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.